Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of obstruction/occlusion, is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices with reported issue referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the sutures did not capture the vessel and the knot did not completely release with the first proglide. An attempt was made with another proglide; however, a cuff miss [suture retrieval issue] was noticed. The sutures of new proglide devices were successfully pre-placed. The sheath was upsized to a 20f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. Four days post procedure, significant symptomatic stenosis of the common femoral artery was documented, requiring intervention. The cause of the stenosis [occlusion] is not known but the physician believes that it could have been secondary to use of the proglide device and may be considered a contributing cause. No additional information was provided.